Event description:
It was reported by service report that the fowler is drifting down and the scale is not accurate. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Load cell.